Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Seven days post procedure, the patient presented with leg and foot pain thought to be tendinitis, a gout attack and a superficial venous thrombosis, onset date (B)(6) 2012; continuing as of (B)(6) 2012. No further information was available.

Manufacturer narrative:
Used for superficial venous thrombosis.